Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was bent with no light coming through. It was discovered at cleaning. They called seeking repair for scope. Was advised repair is not available. No patient involvement.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10,h11 h6 correction: patient codes changes to no patient involvement internal complaint number: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was bent with no light coming through. It was discovered at cleaning. They called seeking repair for scope. Was advised repair is not available. No patient involvement.